Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an undefined alarm. The customer was unable to verify the type of alarm and declined troubleshooting. There was no known impact to the customer's blood glucose.